Event description:
It was reported to medtronic minimed that the customer experienced air bubbles. The customer reported blood glucose value of 350 mg/dl. The customer reported hypoglycemia and hyperglycemia treated with emergency medical services/ambulance/emergency room visit and IV insulin drip. Troubleshooting was identified. The event involved product(s) mmt-332a. The customer reported a discrepancy between sensor glucose and blood glucose. Sensor glucose and blood glucose values were within the target range of difference. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the device, no product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having unresponsive high blood glucose of 350mg/dl. There was no hypoglycemia. No symptoms were mentioned. There were no ketones. Per customer, set was changed on (B)(6) 2024. Customer reported having large air bubbles in the cloudy reservoir during therapy. Smartguard was used. Reservoir is not returning for analysis.